Event description:
Synthes (B)(6) reported to the (B)(6) a tmt (tarsal metatarsal) hardware removal that took place on (B)(6) 2013. Patient approximately 18 months status post implantation was returned to the or for hardware removal because all 4 variable angle screws broke below the screw head and plate junction. Screws broke in a transverse pattern and were no longer providing fixation to the bone. All parts were retrieved, with nothing remaining in the patient. Surgeon then performed a tmt fusion using a similar competitor product, and completed the procedure. The explanted hardware was discarded by the hospital. This is report number 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.